Manufacturer narrative:
(B)(4).

Event description:
It was reported that an increase in capture threshold and high voltage lead impedance were observed. The patient was in good condition. Externalized conductors were later observed under fluoroscopy. The physician elected not to take any action.